Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during set up for a tka cori assisted surgery one (1) real intelligence cori would not register any robotic drills for registration. The recon representative attempted to resolve the issue by testing three different robotic drills and six different long attachments, as well as by unlocking the drills through the admin screen; however, the console still did not accept any of the robotic drills. The procedure was performed with a manual procedure. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing of the cori console was not able to reproduce the reported issue. All connected drills functioned normally, and no errors were observed during registration or calibration. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Based on review of the log files, three drills were observed to fail with the same tool_homing_failure errors during one boot session. From discussion with the software team, it seems like an intermittent electronic failure may have occurred, such as reduced current or voltage supply to the tcu board. Although the reported problem was not confirmed through a visual or functional evaluation, review of the log files was able to confirm that the reported drill issues did occur. Based on discussion with the software team, possible causes may have been related to an intermittent electrical fault to the tcu board, which could have occurred due to an insufficient power supply or electrical interference. Additional contributing factors may have been related to individual faults in each of the connected drills, however this seems highly unlikely. Since the issue could not be replicated, a definitive cause could not be established. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.